Manufacturer narrative:
Investigation evaluation: the device was returned without the clip attached and the clip was not included in the return. A close visual inspection was performed on the drive wire and other distal end components. No defects were observed that could have contributed to the observation by the user. We were unable to determine how the clip detached. Therefore, our laboratory evaluation of the product said to be involved was unable to confirm the report as it was described. The device history record for the lot number of the returned device was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. The clip was not returned with the device. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the instinct endoscopic hemoclip was not tested prior to insertion into the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), a cook instinct endoscopic hemoclip was used. The device was introduced into the endoscope, and when it exited the channel there was no clip attached at the distal end. The user had not tested the device before use, so it can't be confirmed if the clip was ever on the device. They were unable to locate the missing clip, and can't confirm where it ended up. Another instinct clip from the same lot was used to complete the procedure successfully. It is unknown if the clip remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.